Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline became stuck in the phenom 27 microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) c6 segment aneurysm with a max diameter of 5mm and a 4mm neck diameter. The landing zone was 3.2mm distally and 4.1mm proximally. It was noted the patient's ]"vessel tortuosity was moderate. The access vessel was the femoral artery. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed the aneurysm was treated. It was reported that the patient was treated with implantation of a flow-diverting stent. Vascular access was established using a triaxial system consisting of a long sheath, a 6f 115 cm navien intermediate catheter, and a phenom 27 microcatheter. The stent delivery microcatheter was advanced to the m2 bifurcation of the left middle cerebral artery, and a 4.0-20 ped flex was selected for delivery. After standard preparation was completed, the stent was introduced into the microcatheter. Once the stent reached the target position, deployment was initiated. During withdrawal of the microcatheter, it was noted that after only slight deployment of the distal end of the stent, the microcatheter could not be withdrawn further. Advancing the stent delivery wire also failed to deploy the stent. It was felt that the stent had become stuck at the tip of the microcatheter and could not be moved. Retrieval was also unsuccessful. After several additional attempts, the operator removed the entire system from the body. It was then observed that the distal end of the stent was lodged at the tip of the microcatheter and could not be advanced. A new phenom 27 microcatheter and a new ped 4.0-20 stent were then selected. After the stent was delivered to the target position, the distal end was deployed in the straight m1 segment. After opening, it was pulled back to the distal c7 segment of the internal carotid artery for distal positioning. The mid-portion was then deployed under tension, and finally the proximal end of the stent was positioned at the cavernous segment. Deployment was completed successfully, and angiography showed a satisfactory result. The procedure was then completed. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navien 6f 115cm guide catheter.